Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hardware error code patient experienced on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 7/9/2014. The complaint of hardware error is confirmed. The root cause was determined to be hardware error code failure. The transmitter (part 9438-01/serial no. (B)(4)), that was being used with the receiver during the reported event of hardware error was returned. Evaluation of the returned transmitter did not confirm the reported event. There was no defect found.